Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/05/2022. Additional b5 narrative: it was reported that the patient underwent revision surgery on 10/5/2018 due to recurrent hernia. It was reported that the patient experienced pain, adhesions, weight gain and loss of sleep. (B)(4) submitted for adverse event which occurred on 10/5/2018. (B)(4) submitted for adverse event which occurred on 9/8/2019.

Manufacturer narrative:
Date sent to the FDA: 10/19/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.